Event description:
An alice nightone device was returned to the manufacturer service center with an allegation of unit stops during the night. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation, customer's complaint was confirmed. During evaluation it was noted that the printed circuit assembly had electrical damage. It was noted that the top enclosure, bottom enclosure, auxilliar cover were damaged battery and door was missing. The device was scrapped. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.